Manufacturer narrative:
During inspection and testing, a portion of the coating measuring greater than one square millimeter was peeled off of the insertion section due to deterioration. The peeling was at the location of the insertion index markings. In addition, angulation was insufficient due to elongation of the angle wire, the insertion section was crushed, there was a leak due to damage to the camera section, there were scratches on multiple parts of the device, and the adhesive on the bending section cover was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the insertion index markings were peeling from the endoscope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a portion of the coating of the insertion section was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no effect on a patient as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeling of the insertion tube's coating could not be determined. It is possible that it was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.